Event description:
The trufill orbit coil prematurely detached during repositioning for framing in the aneurysm. The coil protruded into the pt artery and was jailed using a neuroform stent. It was reported that post procedure, the pt's condition was fine without abnormality. The pt was undergoing coil embolization within an anterior communicating artery aneurysm (a-com), irregular shape wide neck, 8.8mmx7mm size. There was no abnormality within the vessel. Two coils had been previously placed in the aneurysm, an 8x20gdc 360 and an 8x15 trufill orbit. The coil was inspected prior to use and there was no damage. A bsc-excelsior sl10 90' microcatheter (mc) was used and it was continuously flushed. There was no resistance with insertion of the coil through the mc. During placement of the coil, when making the second frame in the aneurysm sac, the coil loop protruded out of the aneurysm, so the physician was repositioning the coil when it detached. Two thirds of the coil was in the aneurysm sac and the remainder was out of the aneurysm. The mc had not been repositioned over the deployed coil, it is not known if resistance was encountered prior to the premature detachment. A neuroform was inserted to jail the coil against the vessel wall. Five add'l coils were placed after this event.

Manufacturer narrative:
The coil remains implanted and the delivery sys was not available for analysis. The DHR review performed for this lot indicates that the prod was tested and inspected per established mfg requirements. This review revealed that the prods met all requirements per the applicable mfg quality plan. The wide neck aneurysm characteristic likely contributed to the coil looping out of the aneurysm during placement requiring add'l manipulation of the device. This manipulation may have contributed to the reported premature detachment of the coil it is not known if resistance was encountered prior to the coil detaching. The instruction for use (IFU) cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Based on the available info, it is possible that the vessel and target site characteristics along with procedural factors contributed to the reported event, however, no conclusion can be made.